Event description:
It was reported that a spectrum infusion pump had downstream occlusion errors. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced the reported "downstream errors" as a downstream occlusion alarm caused by a failed downstream sensor. The failed downstream sensor was replaced.